Event description:
It was reported that during surgery to replace the generator due to end of service, the surgeon could not remove the lead pin from the generator. This eventually resulted in the surgeon breaking the lead. The generator has been returned and has undergone analysis however, the whereabouts of the lead is unk as the surgeon states, it was given to the hospital staff to be returned however, the staff member that returned the generator stated that he was only provided with the generator. Analysis of the generator confirmed the end of service. No anomalies were found and a test lead was able to be inserted and removed without any difficulty. Follow-up with the surgeon found that he believes he had loosened the setscrew completely and no fluids or other anomalies were seen that could account for the difficulty.